Event description:
It was reported that a malfunction alarm with code malf 5 was encountered on the pump. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer performed a reset on the pump, which allowed it to work again temporarily, and a replacement pump was sent by technical support. Additionally, technical support provided instructions to the customer on how to put the pump into storage mode before returning it.